Event description:
When did it occur? : during use hypodermic needle injury: no other treatment: no were the returned items used? : none returned if they were used, was something attached to them? : nothing is attached returned quantity: none details of the event (timeline, history, etc.): the patient contacted embecta customer service. [Details]: microfine pro has been used in the past. Recently, the medicine solution often does not come out and is clogged. When injected into the skin, it did not smoothly go in, and had to be strongly injected. The patient contacted us because the hospital receptionist told us to contact the manufacturer directly. [Response] regarding the collection of the damaged product, the medical agency will contact this window, and the person in charge will collect the damaged product. ( after this, depending on the cases, the person in charge of the customer center will inform the patient regarding the response such as investigation) I understand. At the next examination, a consultation with the doctor will be held.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.